Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(4) 2016. Asp investigation summary- product return analysis. The oil mist filter was returned and tested. The oil mist filter exhibited a mist. The reason for return of the oil mist filter was confirmed.

Event description:
A customer reported an event of a "light haze" emitting from the sterrad 100s sterilizer. There was no load affected. There was no report of any injuries or human reactions. The customer was advised to turn the unit off, turn on ventilation and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea) and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapors issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.